Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection at their ipg site. Surgical intervention was undertaken on (B)(6) 2021 wherein the patient's ipg was explanted to address the issue.

Manufacturer narrative:
Section a4: patient weight was not provided. Section b3: event date is estimated.